Event description:
According to the available information, the device was explanted and replaced due to a cylinder break "[rupture]".

Event description:
According to the available information, the device was explanted and replaced due to a cylinder break "[rupture]".

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on the longer exhaust tubing and the inlet tube of the pump. A separation, surrounded by abrasion, was noted on inlet tubing of the pump. This is a site of leakage. Abrasion was noted on both exhaust tubes of the cylinders. A separation was noted on the bladder of cylinder 2. This is a site of leakage. The separation had surfaces with a darkened or melted appearance, indicating contact with a cauterizing tool. No functional abnormalities were noted with cylinder 1. A failure of the lock out reservoir valve seating was noted with the reservoir as the poppet failed to sit properly. It was determined that foreign material was noted in the component of the reservoir. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to separate the inlet tubing of the pump. A separation of this type could then allow the loss of fluid, making the device inoperable. It was concluded that the foreign material noted in the seat component of the reservoir resulted in the failure of the lock out reservoir- valve seating test. Because these components were released according to manufacturing and quality control procedures, it was concluded that the foreign material observed most likely entered the system after the device packaging was opened. Failure of this test was not associated with the cause of the reported device malfunction. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.